Event description:
It was reported that one of the patient's previously implanted leads was abandoned and capped many years ago and was assumed to be unuseable. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.